Event description:
It was reported that the pt underwent dsek surgery for fuch's dystrophy on (B)(6) 2012. The donor cornea ((B)(4)) had ben stored in an ivc-12 viewing chamber. The donor rim was cultured one day after surgery and was positive for "light growth of year." The recipient presented with an infection; an aqueous humor fungal culture collected on (B)(6) 2013 tested positive on fungus (candida species, not albicans, glabrata, tropicalis or krusei). According to the transplant surgeon, the recipient's condition worsened adn the recipient underwent penetrating keratoplasty (pkp) surgery on (B)(6) 2013, replacing the dsek graft. The recipient continues to be monitored.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.